Event description:
It was reported the patients subclavian artery was nicked while the surgeon was attempting to place the " drill tip guide pins" prior to using the drill during an ac clavicle repair. This injury required the placement of a stent in emergency to repair the damage. Expert surgeon, he had not drilled into the pallet of the ac guide. Surgery was completed. During follow-up investigation it was discovered that the (B)(4) (this item is not approved for sale in the USA) was not stopped by the tip of the ac guide as was expected. During the process of drilling, the (B)(4) took a wrong direction and progressed down without the help of depth stop system usely provided by ac guide tip.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. During follow-up investigation it was discovered that the kwire ar-1250l-1(this item is not approved for sale in the USA) was not stopped by the tip of the ac guide as was expected. The evaluation revealed discoloration of material which indicates the device has been used and reprocessed multiple times. All laser marking on the device is clearly visible and dimensional analysis revealed the device meets print specifications. As stated in the event's follow-up investigation, the drill driver used was not an arthrex device. It's compatability with the multiple arthrex devices used in the case is unknown. The most probable cause of the event is excessive drill force applied by the user causing the device to go off target/change trajectory.

Event description:
It was reported the patients subclavian artery was nicked while the surgeon was attempting to place the " drill tip guide pins" prior to using the drill during an ac clavicle repair. This injury required the placement of a stent in emergency to repair the damage. Expert surgeon, he had not drilled into the pallet of the ac guide. Surgery was completed. During follow-up investigation it was discovered that the kwire ar-1250l-1(this item is not approved for sale in the USA) was not stopped by the tip of the ac guide as was expected. During the process of drilling, the k-wire, ar-1250l-1 went off- target/change trajectory and progressed downwards (without the help of depth stop system usually provided by ac guide tip). Further follow-up investigation: the surgeon used another manufacturer's drill driver : core universal driver from stryker.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. During follow-up investigation it was discovered that the kwire (B)(4)(this item is not approved for sale in the USA) was not stopped by the tip of the ac guide as was expected. The device has been received and an evaluation is in progress. Lot number is unknown so device history record review cannot be done. This complaint is still under investigation. At the current time the cause of the event cannot be determined. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.